Event description:
Report received via legal that screws backed out allegedly due to using too short of screw length for the anatomy where the construct was implanted no further information is available at the time of this report.

Manufacturer narrative:
.